Manufacturer narrative:
Further testing determined that there was no device malfunction; the cause of presence of the high concern organism could not be determined. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On 22 aug 2019 fujifilm corporation was informed that the subject endoscope was cultured and tested positive for shigella flexneri. As the subject unit was being sampled and cultured as part of a postmarket surveillance activity, no patients were involved or exposed to the endoscope. Per study protocol, the endoscope was immediately quarantined after initial sampling, until culturing data were available. Following the positive culture, the endoscope was not clinically reused. The additional sampling and culturing was performed after the second disinfection, and confirmed that no high concern organisms were present. The endoscope was sent back to fujifilm for instrument inspection/evaluation by fujifilm medical systems USA (fmsu); no device failure was confirmed in the area the culture was performed.